Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A 3rd party service agent contacted physio-control to report that their customer's device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
: Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to two (B)(4) batteries, designators bt1 and bt3 from the analog pcb assembly having leaked electrolyte. The (B)(4) batteries are no longer able to charge or maintain power.